Event description:
In 2009, the pt reported the up and down buttons on her insulin infusion device are not properly working. She stated she had experienced "uncontrolled elevated blood sugars from not being able to adjust my pump to deliver the insulin that I need." She stated she was hospitalized but was uncertain of when it occurred but estimated it may have been "a year ago." She could not provide specific details and disconnected the call. On follow up with the pt 2 days later, she stated she had been released from the hospital about one week prior after spending 5 days there. She said that as a result of the button issue she had switched to insulin injection therapy 7-8 days before she was hospitalized. She stated she went to the hospital because of "uncontrolled diabetes" and because her blood glucose measured "hi" on her meter. At the hospital she was treated with insulin injections, blood thinners, heart monitors, and morphine." She said her device has not been dropped and has not been exposed to water or insulin. The buttons pop up when pressed. Product was replaced and requested to be returned for eval.